Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 469 mg/dl. Reportedly, the pump supplies were changed to address the issue. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer reverted to manual injections for insulin therapy.